Manufacturer narrative:
Due to character limitation in e1 for event site name & initial reporter: event site name - (B)(6). Initial reporter - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance performed by the getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) had helium leak. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields : b4, d9, g3, g6, h2, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions ), h11. Corrected fields: d10, g2. The fse that encountered the issue found that the connection cable to the helium meter was deteriorated. The fse replaced the helium tubing assembly (0004-00-0103-03) and the buna-n o-ring. Overall operation was confirmed. Helium was within the specified value. The iabp was ready for use.